Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a history anomaly. The customer's blood glucose level was 300mg/dl to 500mg/dl at the time of the incident and treated with a manual injection. It was reported that the customer stated that they entered a bolus and saw the insulin enter but it was not in the insulin pump's history. It was reported that the insulin pump's history showed no alarms and the customer was advised to upload the information and to call back. It was indicated that no further assistance was needed. The product will not be returned for analysis.